Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, walk-in patients crossed over on (B)(6) but did not cross over thereafter. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing at unit. A technical support specialist (tss) verified the server and identified only 3 patients were admitted on (B)(6) and the care fusion coordination engine was still active and also failed to identify admission discharge transfer message. Tss confirmed that the customer identified a cerner issue with admit discharge transfer and the settings were changed and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.